Event description:
It was reported that during a lap sterilization, when the filshi clip was pulled down, the rubber seal detached and fell into the pt's abdomen. The doctor retrieved the seal with a grasper and swapped the trocar for a new one and continued the procedure.